Event description:
It was reported that a patient had their neuro pump explanted ¿over three years ago¿ because the pump was ¿killing him.¿ the patient clarified that the pump had been working just fine the entire time, and that it was the continued use of morphine that was killing him. The pump was used to infuse morphine (unknown). No outcome was reported for this event. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).